Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the service technician reported the clip and cross bar hook were missing. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.